Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-15625. Related manufacturer reference number: 2017865-2021-15628. Related manufacturer reference number: 2017865-2021-15629. It was reported that the patient had a system infection due to bacteremia and lead vegetation. The implantable cardioverter defibrillator system was explanted. The patient was in recovery.